Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had chronically low and stable impedance. It was indicated that every once in a while the patient felt a twitch. The physician elected to continue monitoring for now. The lead remains in use. No patient complications have been reported as a result of this event.